Event description:
The device was being utilized for an infusion of an occluded leg graft. Following the procedure, as the catheter was being withdrawn the tip separated. The wire was still across the separated tip and the sheath was advanced to cover the separated segment. The sheath, wire guide and tip were removed together. The pt did not sustain any adverse effect from this event.